Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the moderately calcified and moderately tortuous distal left circumflex. The 3.5x15mm quantum maverick monorail balloon was inflated three times at 26 atmospheres and on the third inflation the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt's status is stable with no complications reported.